Event description:
The customer received questionable total bilirubin results for two patient samples on (B)(6) 2012, and questionable ion selective electrode (ise) results for two additional patient samples on (B)(6) 2012. Of the data provided, only the total bilirubin results were discrepant and reported outside the laboratory. Patient sample 1 original result was 1.62 mg/dl with a data flag and the repeat result from the other cobas c501 analyzer serial number (B)(4) was 0.38 mg/dl. The repeat result from the original analyzer was 0.37 mg/dl with a data flag. Patient sample 2 was from an (B)(6) female patient. The original result was 1.40 mg/dl with a data flag and the repeat result from the other cobas c501 analyzer serial number (B)(4) was 0.26 mg/dl. The original results were reported outside the laboratory and were questioned by the emergency room who stated they were too high. The repeat results were considered to be correct and corrected reports were issued. The patients were not adversely affected. The total bilirubin reagent lot number was 66446601 with an expiration date of 09/30/2013. The field service representative could not find a cause. He checked the alignment and operation of mechanisms, water, wash and rinse levels of the rinse mechanism. All levels looked correct and properly aligned. He ran precision checks with all results within specifications. The customer ran calibration and controls with all results within the customer specifications.

Manufacturer narrative:
The investigation could not determine a specific root cause. A sample specific issue was suspected as the events were random and calibration and qc had been fine. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.